Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During device preparation, the contact force data was not available, so the force was not able to be zeroed. The tactisys was replaced with no resolution. The catheter was exchanged and the issue was resolved. There were no adverse health consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.